Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the washout of the patient's left knee. While covering a revision of the patient's right knee on (B)(6) 2022, the rep was told the patient had a previous washout of her left knee due to infection. No stryker rep was present for the procedure. It was not reported to the rep if any implants were removed or exchanged during this procedure. Exact date of the washout was not reported to the rep. Rep confirmed that no further information will be released by the hospital or surgeon.